Event description:
It was reported that (1) device was used during a gastrectomy. It was reported by the rep that while using the cs14c blade, with the hp052 device, the surgeon got a solid tone. After checking the connection to the generator and performing a test tip test of the handpiece, it was determined that the handpiece was defective. This was confirmed when a new handpiece was used with original cs14c to complete the case. There was no consequence to the pt.